Manufacturer narrative:
B3: date of event is estimated. There is no confirmation for the return reason of no bolus/no breath detect. No trouble found. The unit is working well and within specification.

Event description:
It was reported that the device was not delivering oxygen. As a result, the patient's oxygen levels went down and they were taken to the hospital via paramedics. Patient was given breathing treatment and then left the hospital where they followed-up with their physician.